Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dropped into right ventricular which was confirmed through x-ray. During explant procedure, when cutting down and pulling apart the leads, the physician noticed some issues with lead insulation and asked for the lead repair kit. The physician suspected that the lead may have been nicked while cutting down. However, there had been no changed to the measurements/performance to the other leads prior to the case. The lead was explanted and replaced. No adverse patient effects were reported. The lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.